Manufacturer narrative:
Continuation of d10: other relevant device(s) are: product ID: bi71000529, serial/lot #: unknown. H3) a manufacturer representative went to the site to test the imaging system. The logs showed the pendant connection was dropping and the pendant was replaced, the system then performed as intended. Codes: b01, c07, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that intermittently the buttons were working. The gantry would not raise. It would not go from 2d to 3d. There was no patient involvement.

Manufacturer narrative:
D9, h2, h3: the return of bi71000529 provided the lot number 08320 0037 rev. 1. The hardware was returned and analysis was performed. Pendant buttons movetiltleft, movetiltright, movegantrydown, movegantrydown, movelsowagleft, movelsowagright, movewagleft, movewagleft, moveforward, moveleft, movebackward, presetstoremode, presetpark, preset1, preset2, preset3, preset4 were worn and hard to press. Previous reported codes b01, c07, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.